Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that they experienced high blood glucose level of 404 mg/dl. The customer high blood glucose was treated with a manual injection. Recent high blood glucose event began (B)(6) 2017. Customer's current blood glucose 268 mg/dl. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The nurse decline to perform the high-pressure test. Advised to change entire set, reservoir and insulin and treat per health care professional's instructions. Advised to call back for assistance if high blood glucose persist.